Event description:
Caller states patient received result of hi (greater then 33.3 mmol/l) on the performa system and 5.6 mmol/l on lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however caller no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.

Event description:
The patient reportedly experienced intermittent lock between the external equipment and the cochlear implant. External equipment was exchanged and programming changes were made; however, the reported problem was not resolved. Device revision surgery has been recommended.